Event description:
On (B)(6) 2010, the patient underwent lumbar laminotomy and partial facetectomy at l3/4 on the right side, followed by decompression using the baxano io-flex system. A 10mm baxano microblade shaver was used during the decompression procedure with 24 reciprocations the bone was reportedly "soft as butter" according to the surgeon. After the decompression procedure, the surgeon thought he saw neural tissue in the wound with no evidence of csf leak. The patient was able to move both legs and all toes. After the procedure the patient felt "pain-free" and was discharged on (B)(6) 2010. Baxano was notified on (B)(6) 2010 that the patient had no feeling in the top of her right thigh down to and including her right knee post-surgery. The patient returned for her 2-week follow-up visit, still experiencing numbness, with new symptom of burning pain in same location. Neurontin was prescribed and the patient was asked to return for follow-up in 6 weeks. In a follow-up discussion, the surgeon stated that he frayed some of the dorsal side of the nerve root with the microblade shaver, out lateral where the dura on the nerve root ends. The device was not returned for inspection because there was no alleged device defect.